Manufacturer narrative:
E1/facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on the video connector a root cause could not be identified. Based on the results of the investigation and previous investigations, reasonably known information suggests likely causes such as damage or deterioration of parts due to wear and tear, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during setup for an unspecified procedure, prior to the patient entering the room, the image was noisy on the flex deflectable videoscope. There were no reports of patient harm.